Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self- test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm or weak battery alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed weak battery. Customer was assisted with troubleshooting for weak battery alarm. Customer's blood glucose level was 114mg/dl at the time of incident. Customer was assisted in clearing alarm and was also assisted in failed battery test as they mentioned during troubleshooting that the insulin pump also received this alarm. Failed battery test troubleshooting was performed and insulin pump did not alarm. Customer eventually called back and reported that insulin pump still alarmed failed battery even after replacement battery cap. Customer declined to perform further troubleshooting. The insulin pump was returned for analysis.